Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a cybersecurity software update, the device entered back-up vvi mode. Technical support was contacted and the device was reprogrammed and restored to resolve the issue. The physician elected to not upgrade the device. The patient was in stable condition.